Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high, out-of-range pace impedance measurements and noise. Additionally, inappropriate anti-tachycardia pacing (atp) was delivered due to the oversensed noise. Noise and impedance issues were not reproducible with pocket manipulation, and there was no subclavian crush noted via fluoroscopy. Subsequently, this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).